Manufacturer narrative:
The most possible root cause was incorrect a-constants for the alcon toric vivity lens that the customer downloaded from the iolcon website. Alcon information on the iolcon site has been incorrect. There is no information that reasonably suggests that there was a malfunction of the iolmaster 700 that could have contributed to the unexpected surgical outcome and lens re-implantation.

Event description:
Customer reported post op surprise for their patient that had the alcon vivity lens. Therefore, a re-op lasik was performed.

Manufacturer narrative:
Description of changes: g6: updated to "follow-up # 1 and 30-day". H2: selected "correction." H11: updated narrative. Update/correction to the narrative: it was noted in the original submission that the most possible root cause was an incorrect a-constants for the alcon toric vivity lens that the customer downloaded from the iolcon website. Alcon information on the iolcon site was noted to be incorrect. This was later found to not be the case, and the information regarding the vivity lens was actually correct on the website. However, this remains to be true that there is no information that reasonably suggests that there was a malfunction of the iolmaster 700 that could have contributed to the unexpected surgical outcome and lens re-implantation.